Manufacturer narrative:
(B)(4).

Event description:
It was reported "we observed that arterial catheters fragmented as soon as catheters were handled/touched. The "disintegration" of the catheters was visible before use on any patient. No patient was involved by this incident. It happened on more than 3 devices." Associated MDR numbers include: 3006425876-2024-01204, and 3006425876-2024-01203.

Manufacturer narrative:
Qn#(B)(4). The customer provided three photos for analysis. The photos show the guide wire within the arterial catheter, and the catheter was separated into multiple pieces. The customer also returned one, opened arterial catheterization set for analysis. No obvious signs of use were observed. Visual analysis revealed the catheter and guide wire had multiple kinks and bends. The catheter was kinked due to the kinking in the guide wire. The returned sample does not match the device in the customer photos. No signs of discoloration nor separation were observed on the returned sample. In addition, no severe signs of kinking nor damage were observed on the product packaging and protective guard. Microscopic analysis confirmed both welds were round and spherical. The customer report of multiple devices involving catheter separation and the damage to the guide wire and catheter (but not the guard nor outer pouch) suggests the customer likely performed testing on the device resulting in the damage observed. The kinks/bends on the guide wire measured approximately 75-180 mm from the proximal tip. The guide wire length measured 336 mm, which is within the specification limits of 331-340 mm per guide wire product drawing. The guide wire outer diameter measured 0.61 mm, which is within the specification limits of 0.61-0.64 mm per guide wire product drawing. The catheter body length measured 123 mm, which is within the specification limits of 122-126 mm per catheter product drawing. The catheter body outer diameter measured 1.24 mm, which is within the specification limits of 1.24-1.30 mm per catheter product drawing. The guide wire was removed from the catheter. Resistance was met due to the kinks in the guide wire. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "insert tip of guidewire through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle).". The guide wire was advanced through the returned 18ga introducer needle, and the undamaged portions were able to pass with little to no resistance. Manufacturing confirmed there are inspections in place at the facility to detect damage on the catheter prior to shipment of the catheters for assembly. As there were no signs of damage on the outside packaging nor protective guard, the damage to the guide wire and catheter likely occurred after the manufacturing and packaging process. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Multiple kinks/bends were observed towards the proximal end of the guide wire body where the catheter was over the guide wire. Despite this, the guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to the reported event; however, the probable cause cannot be determined based on the information provided and the sample received. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we observed that arterial catheters fragmented as soon as catheters were handled/touched. The "disintegration" of the catheters was visible before use on any patient. No patient was involved by this incident. It happened on more than 3 devices.". Associated MDR numbers include: 3006425876-2024-01187,3006425876-2024-01204, and 3006425876-2024-01203.